Event description:
Drain put in pt after c-section done. Dr attempted to pull drain three days later. Drain snapped off while being pulled out of pt and a portion of the drain was left in the pt. Surgeon attempted removal under local anesthesia, but was unable to retrieve. Pt brought back to or the next day for removal of the retained portion of the drain.